Event description:
It was reported that during a superion indirect decompression system implant procedure the spacer implant detached from the inserter during deployment and broke.

Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body and was deformed. This damage to the spacer indicates failure was likely due to deployment against resistance, such as, bone, and or manipulation of the position of the device by gear shifting of the inserter.

Event description:
It was reported that during a superion indirect decompression system implant procedure the spacer implant detached from the inserter during deployment and broke.